Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that the doctor started the procedure as a hysteroscopy, dilation and curettage, polyp removal with polyp forceps. Additional pathology was noted and the doctor switched to the myosure tissue removal device. "At this point they had a problem visualizing due to bleeding and noticed a fibroid and started resecting the fibroid as well." "They also at one point thought they saw some dark material inside the uterus. The doctor at one point questioned whether that was a piece of the myosure device that had broken off inside". They were never able to achieve good visualization or relocate what they thought was the foreign material. The myosure device was inspected and did not notice any damage or missing pieces. The physician was concerned about a possible perforation and the bleeding so a hysterectomy was decided on. The patient was stable and doing fine.